Event description:
It was reported that during an unspecified surgical procedure it was reported that the unknown battery handpiece device would stay on even when it was not in use. It was reported that the surgeon was placing a kirschner wire and the device would not stop until the direction was changed. It was not reported if a spare device was available for use. It was not reported if there was delay in the procedure due to the event. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d1, d4, g1, h4: this report is for an unknown battery powered handpiece device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, manufacturing site name, and device manufacture date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.